Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. The patient stated that on the first day of the sensor insertion they experienced vertigo for the first time. The patient thought that there might be a correlation between the two, and chose to remove the sensor. The patient's vertigo lasted for 18 hours. No additional event or patient information was provided.